Manufacturer narrative:
(B)(4)

Event description:
A catheter had disconnected from the pt's pump. A revision was discussed. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, but was not available as of the date of this report.